Manufacturer narrative:
The reported event of intermittent capture was not confirmed while the reported event of the stylet failure to advance was confirmed. A complete lead without a stylet was returned in one piece for analysis. Visual inspection and x-ray examination and electrical testing were normal with no anomalies found. The stylet insertion test was performed. The test stylet couldn¿t be fully advance through the lead. X-ray inspection of the lead found no anomalies at the stylet restriction location. Destructive analysis of the lead found the inner coil was clogged with blood at the stylet restriction location.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was found that the stylet failed to advance in the right atrial (ra) lead. The ra lead also exhibited a high capture threshold, resulting in intermittent loss of capture. The ra lead was not used. The physician continued with a new ra lead and completed the procedure. The patient remained in stable condition.